Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit took deep graft at starting corner of graft and required closure with suture. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On june 13, 2018, it was reported that the unit took deep graft at starting corner of graft and required closure with suture. The customer return an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/zimmer biomet australia has previously repaired/evaluated air dermatome serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was january 8, 2018 where it was reported that the device was giving inconsistent graft thickness and the bearings, seal and retaining ring, motor, poppet assembly, o-ring, damaged head, damaged control bar, calibration shaft, hose, 1 inch, 2 inch, 3 inch, and 4 inch width plates were replaced. This is not a related issue. Product review of the air dermatome by zimmer biomet australia on july 2, 2018 revealed that the calibration was out of specifications at all settings. The motor speed was within specifications and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet taiwan on july 5, 2018 which included replacement of the motor, bearings, o-ring, seal and retaining ring, reciprocating arm, and hinge throttle gasket. Air dermatome, serial number 111446, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet taiwan it was noted that the device was out of calibration specifications at all tested thickness settings. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet taiwan it was noted that the device was out of calibration specifications at all tested thickness settings. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.